Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer had a sealing issue with the vessel sealer extend instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and failure analysis did not replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The instrument was received with one life remaining. Based on a review of the logs, the instrument was found to have multiple homing failures during initialization, error code 22026. However, the initialization failures were not replicated during in-house testing based on log review, the instrument had multiple cut failures, which was not replicated in-house. The grip force test was performed and passed. Additional observation not reported by site was that the instrument was found to have one dislodged ceramic dot on the instrument's grip tip. The dislodged ceramic dot was not returned with the instrument.